Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user in the third week of ilet use experienced hyperglycemia with a blood glucose of 283 mg/dl and had provided two meal announcements at dinner, with one intended to reduce the elevated glucose. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and successful phone-based education and troubleshooting with glucose trending down during the call. Investigation included review of the user¿s report and device use pattern during the call. Investigation of this case revealed user technique contributed, specifically use of an extra meal announcement intended for correction, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and cause unclear for hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.